Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on that day was 20.2 mmol/l with excess urination, extreme thirst, and extreme tiredness. It was reported that the basal settings were improperly programmed. No device malfunction was indicated or alleged. This complaint is being reported because the reported patient health event was attributed to an alleged pump use error.